Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 26-mar-2024, it was reported by patient's mother that her child faced a bent cannula. The blood glucose level of the patient at the time of event was 456 mg/dl and ketones were large. The issue occurred with six infusion sets. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.